Event description:
Country of complaint: (B)(6). Surgery of a c1 fracture. Here c1-c2 are to be supplied with s4 cervical. The cortex was opened and drilled with the variable drilling jig fw053r with a setting of 25 mm and the 2.4 mm drill fq051su, in this case the c1 was held with a serrefine, as it was very unstable. After removal of the drill it was bleeding slightly from the opening. A 3.5 x 24 mm screw was then screwed in, could only be screwed in 1/3 of the way. A thread was cut in the first third and then again the screw was screwed in, now the bleeding was so strong, that the dr stopped the surgery, because he was afraid to have opened ther vertebral artery. CT was used to find the cause of bleeding, because in his opinion, he did not screw in the screw so deep that the vertebralis would have been damage. Product was discarded at the hospital.

Manufacturer narrative:
Us reporting agent notified on 01/29/2014. Manufacturing site evaluation: product was discarded in hospital. Result of CT was not provided. There are no hints for material or product deviations. Most likely an incorrect drill sleeve was chosen.